Event description:
It was reported that a patient presented to clinic for generator changeout. The left ventricular (lv) lead was dislodged. Fluoroscopy was performed and confirmed the lv lead dislodgment. On (B)(6) 2023, the physician elected to cap and replace the lv lead. The patient condition was stable.